Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: chapter 3: preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Chapter 5: endoscope reprocessing of the instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that the nozzle has foreign objects in it due to insufficient cleaning. Additional evaluation findings were as follows: due to deformation of scope cover, water tightness is lost, the plastic distal end cover has a dent, the adhesives around light guide lens has white-clouded area, the adhesive around light guide lens is peeled, the objective lens, the plastic distal end cover, the protector of universal cord on scope connector side, the protector of universal cord on control section side, the connecting tube all have a scratch, the adhesives around objective lens has white-clouded area, the grip is shaved, the control unit is dirty due to water leakage, the adhesive on bending section cover has white-clouded area, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, and the bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a cloudy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.